Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n312990, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient's lead was causing her pain in her back and also the numbness in her toes was back. This started at the beginning of this month ((B)(6) 2013). The patient's doctor's office refuses to see her and she doesn't know why. The patient became very upset and said, "well you can just tell them to call me to have them take this thing out of my back then! What is the point of going to a different doctor if they dont know anything about me?" The patient was dissatisfied with their hcp service. It was also reported that the patient's leads were giving her a burning sensation when they are on. When the patient turned the device off the burning subsides but then she can't walk because she has pain in legs. The patient had been going to the ER and nobody was helping her. The burning started at the beginning of the month but there was no particular event that came up to prompt this that she could think of. The patient couldn't sleep because of the burning. The patient had tried adjusting settings. Regarding why the doctor's office wouldn't see the patient it was noted that the doctor's office believed the patient was getting pain pills from another source. The patient denied this. If additional information is received, a follow up report will be sent.